Manufacturer narrative:
Rpt. Sent to FDA: maude report mw5067360. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during vascular surgery. The stapler was used to staple and cut tissue. The device locked in the closed position for a period of time. When the jaws of the stapler were opened, the stapler had cut but not stapled. Resulted in blood loss.